Event description:
I have a guidant insignia pacemaker which was implanted in 2005. This pacemaker is not working and there has been loss of telemetry as well as physical symptoms of dizziness. I have gone to several cardiology specialists and I was told to come back in 2006 at which time the probability of removing the pacemaker and all old leads would be performed. My pacemaker is on the recall list. It is model #1291. -guidant dual lead - insignia-. I am concerned as now the cardiologist states that although they do not think I am pacemaker dependent, that the pacemaker is not functioning properly and I will have to undergo surgery. This is the second pacemaker I have had implanted since 1999. I was told by the last two cardiologists that I have been seen by that I most likely did not need a pacemaker -or at least the second one that was placed-. I am totally disturbed that guidant has made no effort to contact me by letter or the physician who placed the device that there might be a problem with this device. I am terrified of having to have surgery once again but am as equally afraid not to have this removed as I was told that if I ever did need a working pacemaker that the leads and paemaker would have to be removed or I could not have another implanted. This is very distressing to me, especially since I was not notified about the problem and in 2005 when I demanded an interrogation I was told to wait until a mo later. At that time telemetry was not found and I was told to come back at my regular appointment in march 2006. Before march I was suffering from dizziness - I did not completely lose conciousness or pass out, but unsteady-. I understand that the FDA has not made a final ruling on whether or not this would be a class 1 recall and from what I gleaned from my research that is pending. As a consumer this has caused me much mental anguish as well as making it impossible for me to have proper testing when I fell and hurt my wrist in 2006.